Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and lead transvenous implantable lead fell due to syncope resulting from a ventricular tachycardia episode, the episode was appropriate; however, review revealed noise on the shock channel. Lead measurements were good and stable and patient maneuvers reproduced the noise. In addition, the device delivered anti-tachy pacing, which accelerated the rhythm. This rhythm was then treated with a 17 j shock.